Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead impedance could not be tested due to condition of the lead as received. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the right atrial lead was explanted. Patient status was not reported.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited high pacing impedance. No intervention was performed. The patient was stable.